Event description:
Information received by medtronic indicated that the insulin pump had critical pump error then blank display. Customer stated that battery compartment was leaking. Customer stated that insert battery alarm was not displayed on screen after removing battery. Customer stated that battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump received with blank display. Unable to verify critical pump error (open book image) alarm or perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, faded serial number label, cracked battery tube threads and minor scratched lcd window. Blank display due to moisture damage on the pcba 1, pcba 2, harness assembly and corroded battery tube. Exposed to moisture was confirmed on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Critical pump error (open book image) alarm was unknown. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.